Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. In the evaluation of oekg the following was confirmed; the ultrasound transducer was damaged. The bending section rubber was damaged and chipped. The insertion section was kinked and buckled. The grip section was worn out. The all remote switches had incision. The universal cord was kinked. The videoscope cable connector was corroded. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water, the forceps elevator channels of the device. The testing result cleared the german guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the instrument channel of the subject device. -acinetobacter baumanii (30 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.